Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg s1 lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8444886.

Event description:
It was reported patient underwent surgical intervention on 19 november 2024 during which the s1 lead was explanted and replaced. Therapy was restored post-op. Investigation was unable to determine which lead attributed to the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient underwent a spine fusion during which patient's right s1 drg lead was cut by the physician. As a result of the procedure, the patient had both his scs and drg system turned off. Next course of action is undetermined at this time.